Event description:
A nurse reported three of the knives used in procedures during an operating list were blunt and difficult to insert into the pt's eye. Procedures were completed with no harm to the pts.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the blunk knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. Some potential causes are reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knifes are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).